Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a low helium alarm message when the unit had a full tank of helium and the gauge was displaying proper readings. The pt was switched to another unit and therapy was continued. No pt injury was reported.